Event description:
It was reported that the prosthetic valve was explanted after an implant duration of approximately 1 month due to perivalvular leak. The surgeon noted that there was malfunction of the edwards valve. Per the op report, patient presented in the last 2-1/2 months with streptococcal infection of his aortic and mitral valves. He would be undergoing his 4th cardiac surgery, with the last surgery being 6 weeks prior, at which time he had replacement of his aortic (subject device) and mitral valves. He did well for about 5 weeks but then developed severe aortic insufficiency and was readmitted for repair of that. During explantation of the prosthetic aortic valve, it was found that 1/3 of the annulus that had been secured by sutures outside the aorta had actually torn through and had left a defect in the aorta. Because of this man's large size, the surgeon elected to use a 25 mm valve at the prior operation. It was noted that this may have been what caused the stress and caused the valve to eventually dehisce. The device was explanted and replaced with a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. The patient tolerated the procedure reasonably well and was taken to the ICU in critical condition.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. In this case, the op report documents because of the patient's large size, a 25 mm valve was chosen, which may have caused the stress and caused the valve to eventually dehisce. The surgeon also noted that there was no malfunction of the edwards valve. Although the root cause of this event cannot be confirmed without the explanted device, it appears that this event was likely due to patient and procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.